Manufacturer narrative:
Lot number ¿ this report contains allegations against lot numbers 18a007, 18c002, and 18c003. A batch review was conducted for lots 18a007, 18c002, and 18c003, and there were no deviations found related to this reported condition during the manufacture of any of the lots. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 8 </noe> malfunction events. It was reported that the bladders of eight large volume infusors ruptured during infusion. The events involved a patient with no patient consequences. No additional information is available.